Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that a sensor error was received. It was found that cannula was missing and it was not certain if cannula was still in patient's body. Customer's blood glucose was unknown.